Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Additionally, the patient¿s spouse reported the patient¿s pd catheter (not a fresenius product) was permanently removed. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on 18/aug/2025 due to peritonitis, bacteremia, and a chronically thrombosed right upper extremity arteriovenous fistula (avf). A peritoneal effluent fluid culture was collected and was positive for methicillin resistant staphylococcus aureus (mrsa). Additionally, hematological studies revealed the patient was also suffering from mrsa bacteremia. The patient was treated with vancomycin 1000 mg 3 times a week for 8 days (route not provided), and the patent received a hemodialysis (hd) catheter (not a fresenius product) in order to transition to hd permanently. Although the timeline is unclear, the patient¿s pd catheter was removed due to omental wrapping, and he began undergoing hd for rrt. The patient was discharged on 25/aug/2025 in stable condition and has recovered from the serious adverse events. The pdrn did not provide the cause of the peritonitis and bacteremia, however there was no indication a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Following discharge, the patient began undergoing outpatient hd without any known issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, bacteremia, and a chronically thrombosed right upper extremity arteriovenous fistula, which warranted hospitalization, antibiotic therapy, the placement of a hd catheter, and transition to hd for rrt. The etiology of the serious adverse events is unknown; however, there was no indication the serious adverse events were related to a fresenius device(s) and/or product(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there were no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Additionally, the patient¿s spouse reported the patient¿s pd catheter (not a fresenius product) was permanently removed. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2025 due to peritonitis, bacteremia, and a chronically thrombosed right upper extremity arteriovenous fistula (avf). A peritoneal effluent fluid culture was collected and was positive for methicillin resistant staphylococcus aureus (mrsa). Additionally, hematological studies revealed the patient was also suffering from mrsa bacteremia. The patient was treated with vancomycin 1000 mg 3 times a week for 8 days (route not provided), and the patent received a hemodialysis (hd) catheter (not a fresenius product) in order to transition to hd permanently. Although the timeline is unclear, the patient¿s pd catheter was removed due to omental wrapping, and he began undergoing hd for rrt. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn did not provide the cause of the peritonitis and bacteremia, however there was no indication a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Following discharge, the patient began undergoing outpatient hd without any known issues.